Event description:
A leak developed in the intra-aortic balloon 30 minutes after insertion. The augmentation remained appropriate, and a decision was made by the physician to continue balloon pumping. The pt required emergency bypass surgery, and removing the balloon could cause exsanguination. The balloon was removed after surgery was complete in the operating room without complication.